Manufacturer narrative:
The technician indicated that something is internally wrong with the caster. The technician replaced the left head caster to repair the stretcher.

Event description:
Info rec'd indicates the left head caster was not letting the stretcher brake correctly. The caster continues to swivel when in brake.